Event description:
The patient reported that after her first bilateral injection on (B)(6) 2013 she suffered increasing knee pain/swelling/throbbing for 3 days. On (B)(6) 2013 she experienced pressure in the upper abdomen/chest area and on (B)(6) 2013 the patient went to the emergency room. Tests concluded a severe gi episode and the beginning of an ulcer. The patient was released with a medicine to help with the ulcer (type unknown) and advil/tylenol. The surgeon advised her that she had a severe allergic reaction to the orthovisc. He prescribed remix (topical cream) for inflammation and pain. The surgeon also prescribed physical therapy but due to the patient's severe pain she has not gone but the throbbing has improved. Updated 10/14/2013: the patient reported that she has difficulty swallowing food. The patient received a cortisone shot in her right knee on (B)(6) 2013 and has shown some improvement.

Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. No further evaluation or investigation is possible.